Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was explanted due to premature battery depletion. The procedure was successfully completed.

Manufacturer narrative:
The reported premature battery depletion was not confirmed in the laboratory. Based on device settings, a longevity calculation was performed and was found to be within expected limits. The device was tested on the bench, and no anomaly was found.